Event description:
It was reported that the patient had numbness in the legs and was not able to walk after a paddle lead implant procedure. It was noted that the patient had a hematoma at t8 vertebrae. The cause of hematoma was unknown. The patient was sent back into surgery and recovered fully in the hospital.